Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x2.5mm target lesion was located in the moderately tortuous and seriously calcified left anterior descending artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 2.50x28mm stent delivery system was returned for analysis without a manifold. A visual and microscopic examination of the crimped stent found that the stent had been damaged. The distal end of the stent had been damaged with stent struts misaligned. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 1260mm proximal to the distal tip of the device and multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x2.5mm target lesion was located in the moderately tortuous and seriously calcified left anterior descending artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.